Event description:
It was reported that the right ventricular (rv) lead had high thresholds, intermittent loss of capture, and had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.